Manufacturer narrative:
1/27/97-supplemental report submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Since co's initial submission co has been informed that the clinically applied device will not be returned for evaluation.

Event description:
The device was applied during a thoracoscopic bullectomy procedure. The staples did not form properly. The surgeon completed the procedure with another instrument.